Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a lead migrated, and the patient elected to explant the device. Symptoms began to return around two months after the implant. After multiple reprogramming attempts, the physician assistant and an x-ray confirmed lead migration. The patient's lead was removed on (B)(6) 2025. There were no additional patient complications.